Event description:
Additional information: it was reported that the patient had complaints of fatigue, shortness of breath and dizziness for longer than a month. Lactate dehydrogenase and plasma have been stable. Blood pressure is well controlled. The patient will undergo a cta and echocardiogram. Log files were sent and analysis revealed 125 pi events over a period of ~1.5 hr. There were no other unusual events noted within the log files and the pump appears to be functioning as intended. It was reported that the patient had an enteroscopy performed (B)(6) 2019 that was negative. The patient was given a dose of 1 mg IV vitamin k on (B)(6) 2019 and coumadin was held (B)(6) 2019 through (B)(6) 2019. A heparin gtt was started. The patient did not require blood transfusions. It was reported that the patient's aspirin was reduced from 325 mg to 81 mg and the patient was discharged in stable condition. No further information was reported.

Manufacturer narrative:
Section b5: additional information. Section h6: patient codes updated with additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized with a suspected gastrointestinal bleed possibly related to the pump. The patient was admitted with three weeks of dark stools and hemoglobin drop, some dizziness and occasional drops in speed. Esophagogastroduodenoscopy was performed with no source of bleeding; however capsule study returned on (B)(6) 2019 revealed bleeding source in the proximal jejunum. Enteroscopy performed (B)(6) 2019. The patient was diagnosed with a slow jejunal bleed that resolved on its own and is in stable condition awaiting therapeutic inr with discharge pending. Log file analysis showed multiple pulsatility index events from (B)(6) 2019 at 5:23am to end of the log at 1:49pm, which reportedly have been the baseline for the patient since implant. No additional information was reported.